Event description:
Customer reported that patient underwent ilasik on both eyes. Inferior epithelial slide on both eyes. Patient contacted center, complaining of pain in the left eye and decreased vision. Patient seen in center and a slit lamp evaluation noted significant loose epithelium in the left eye. A bandage contact lens (bcl) was placed in the left eye. Patient seen on (B)(6) 2014. Epithelium was debridement in the left eye , flap lifted and rinsed and bcl placed. Basement membrane dystrophy noted on both eyes, left eye>right eye. On (B)(6) 2014, visual acuity sans correction was 20/20 in the right eye and 20/80 in the left eye vision improving. Patient to continue on pred forte and antibiotic.

Manufacturer narrative:
(B)(4). The equipment was not evaluated after the treatment because there was no indication that a malfunction caused or contributed to the reported issue. The clinic is reporting this event only and did not request field service or clinical support. An amo representative visited the site on (B)(4) 2014 for a normally scheduled preventive maintenance and did not identify any issues associated with the event. All pertinent information available to abbott medical optics has been submitted. Placeholder.